Event description:
It was reported that the device was alarming for occlusion when infusing d10 using a "baby IV" at the rate of 11-12ml/hr. The clinician kept pressing restart but the pump kept alarming for an occlusion. The issue was only resolved when the clinicians switched the infusion to a new pump. They sent the pumps to biomed for evaluation. Biomed reported they evaluated device and found no issues. This was reported to bd representatives during site visit. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device was alarming for occlusion when infusing d10 using a "baby IV" at the rate of 11-12ml/hr. The clinician kept pressing restart but the pump kept alarming for an occlusion. The issue was only resolved when the clinicians switched the infusion to a new pump. They sent the pumps to biomed for evaluation. Biomed reported they evaluated device and found no issues. This was reported to bd representatives during site visit. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of occlusion alarms was not determined because no products or device logs were returned.